Event description:
During an illico minimally invasive spinal surgery (mis) the blue plastic handle of a targeting need fractured and became detached. The case was extended approximately 50 - 60 minutes in order to remove the metal shaft which had been positioned into the patient's pedicle. Additional information indicated that while the targeting needle was being advanced via a small toffee hammer, fragments of the plastic handle began to fracture and break off. The surgeon also reported experiencing some difficulty introducing the guidewire through the cannulation and into the pedicle site. The procedure completed without further issue via alternative illico instrumentation.

Manufacturer narrative:
The suspect device is in route from the international user facility. Upon receipt the product will be evaluated and a follow-up submission will be supplied.

Manufacturer narrative:
A review of the product documentation found no issues with dimensional control or interfaces. Testing in the laboratory showed that the blue main handle of the targeting needle remains attached to the needle shaft even after the grey trocar cap fractures. Failure of the blue handle separating from the needle shaft was not able be duplicated in the laboratory by subjecting the targeting needle to hammer strikes used to drive the targeting needle into bone. This is an isolated occurrence. No other like issues have been reported.